Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the insulin pump had a no delivery alarm. Blood glucose level at the time of the incident was not provided. During troubleshooting, the caller was able to get insulin to exit the device and was advised that the alarm was due to a set/reservoir occlusion. The reservoir was not replaced or returned for analysis.